Event description:
Reportable based on device analysis completed on 20-sep-2018. The rotawire was returned with no known complaint. A rotawire elite and wireclip torquer and 1.50mm rotalink plus were selected for use in the coronary. The rotalink plus had resistance with the rotawire when advancing inside the patient. The procedure was completed with another rotalink plus device. There were no patient complications reported. However, device analysis revealed the wire was broken. Device eval by manufacturer: the device was returned for analysis. He rotawire came stuck inside a the rotalink. It presents a breakage at its proximal section, approximately at 99.5 cm from its proximal end. The section of the wire that is outside the distal end of the rotalink measures approximately 47 cm. The device presents a number of kinks along the body and proximal section. It also has its distal tip kinked and stretched. The outer diameter of the distal tip and proximal section are within specification.